Event description:
---

Event description:
Boston scientific received information that this left ventricular (lv) lead was involved in a lead revision after exhibiting high pacing thresholds. It was noted this lead had dislodged and was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
It is unknown if the lead will be returned for analysis. This report will be updated upon receipt of additional information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Upon visual inspection, a setscrew mark was noted on the terminal pin while drag marks were observed on the terminal ring. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. At this time, the lead has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.